Event description:
Patient was enrolled into a clincial trial and was treated with balloon kyphoplasty for a painful osteoporotic compression fracture of t8 in 2005. Approximately 7 months post-opperative she developed further collapse of two vertebral bodies (t6 and t7) that had been fractured prior to balloon kyphoplasty in 2005. No medical intervention is planned.